Manufacturer narrative:
Sample from the patient was requested for further investigation, but none was available. Several lots of elecsys ahav ii (including lot 695556) were checked by a comparison study and all reagent lots performed within specifications. It was determined the elecsys ahav ii assay performs within specification.

Manufacturer narrative:
The serial number of the customer's e601 analyzer was (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable positive results for an unspecified number of patient samples tested with elecsys anti-hav ii on a cobas 6000 e601 module. A doctor complained that the results did not agree with the clinical status of the patients. The patients did not receive vaccination for hepatitis a and also had no known hepatitis a infection. The customer stated patient samples will recover anti-hav values of 0.96 coi (reactive), 0.97 coi (reactive), or 0.99 coi (reactive) for example. These samples were repeated and the values were still positive.